Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There was additional information reported that was not relevant to this event and therefore was omitted; (B)(4)-baclofen withdrawal. Information was received from a healthcare professional regarding a patient receiving baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported patient was seen in the outpatient clinic on (B)(6) 2016 for follow up evaluation from original baclofen pump placement done on (B)(6) 2015. Patient had a revision surgery for the eroded baclofen catheter on (B)(6) 2016 with good results as confirmed during the patient's most recent office visit on (B)(6) 2015. Patient was currently being treated at lutheran general hospital. Office notes from visit on (B)(6) 2016 stated patient was presented for follow-up of placement of intrathecal baclofen pump and catheter. Patient had additional complaints of baclofen pump leaking. Patient has good and bad days in regards to generalized pain, shortness of breath (sob), sleeping difficulty and lack of appetite. Patient's spasms had improved. Patient denies fever, chills, night sweats, weight loss, heat/cold intolerance and weakness. Eyes and cardiovascular were negative. Patient complained of sob for respiratory, muscular weakness and generalized/right arm pain for musculoskeletal, and gait problems, numbness, tingling and weakness bilateral lower extremity, bilateral upper extremity for neurologic. Physical exam for general appearance was in no apparent distress, eyes were negative, neck was supple, lungs were normal respiration, heart was not examined, axial skeleton was unremarkable. There was no obvious deformity, no tenderness. From x location of lumbar catheter shows some erosion through the skin with exposed catheter, but no sign of erythema. Patients neurological was unremarkable without focal findings. Diagnoses at this appointment was spasticity and quadriplegia following spinal cord injury (sci). It was noted patient was doing well and the incisions were well healed, but the catheter had eroded through the skin. Patient would need a catheter revision, and would be scheduled for tomorrow. If patient got any new signs of infection, patient would call. Patient indicated understanding of theses issues and agrees with no pain. Patient had a revision of the eroded catheter on (B)(6) 2016. Preoperative diagnoses were spasticity, incomplete spinal cord injury, status post baclofen pump placement, and erosion of catheter in the lower lumbar area. Postoperative diagnoses were spasticity, incomplete spinal cord injury, status post baclofen pump placement, and erosion of catheter in the lower lumbar area. The procedure was revision of eroded baclofen catheter. Indications: patient with a spasticity of spinal origin after an incomplete spinal cord injury. Patient had a baclofen pump placed several months ago. The catheter and connector had eroded through the skin and after discussion of the risks and benefits, it was recommended he undergo a revision and he agreed to proceed. Findings: ancef (prophylactic) antibiotics was given within 30 minutes of skin incision and discontinued within 24 hours. Venous thromboembolic precautions were taken prior to surgery and discontinued postop. Blood loss was minimal. The patient was identified in the preoperative holding area and taken to the operative suite, at which time monitored anesthesia care was induced. Patient was then placed in the right late ral decubitus position with the right side up. Padded the appropriate pressure points and prepped and draped in a standard fashion for revision of a lumbar baclofen pump catheter. After appropriate time-out to identify the patient, correct location, and operation, the operation commenced. One percent lidocaine with 1:200,000 epinephrine was instilled in the previous incision. Sharp dissection commenced and hemostasis was obtained using bipolar and monopolar cautery. The catheter was carefully dissected from the skin. The connector was actually the eroding part and this was then trimmed. The catheter was then readjusted in the pocket. The pocket was deepened. The pocket then had some debridement of soft tissue and then irrigation using antibiotic-containing solution. The connector was on one side was reconnected deeper to the lumbodorsal fascia using a 2-0 silk suture. The fascia was then closed around the catheter and connector. Again, copious irrigation of antibiotic-containing solution ensued. Next, the skin edges were trimmed of the abraded tissue. Next, the edges were re-approximated using 3-0 nylon suture in an interrupted vertical mattress fashion. Bacitracin ointment was placed over that and then a sterile dressing was applied. Sponge, instrument, and needle counts were correct. Estimated blood loss for the procedure was minimal. The patient was taken to the postanesthesia care unit in stable and unchanged neurologic condition. Office visit on (B)(6) 2016 stated patient was in for follow up of 6 week follow up s/p revision of lumbar baclofen pump catheter on (B)(6) 2016. Patient had additional complaints of intermittent spasms, stomach tightening and right arm pain later in day. Review of systems consisted of complaints of chills for constitutional, was negative for eyes, denied cough, dyspnea, wheezing, or hemoptysis, cardiovascular was negative, musculoskeletal complained of muscular weakness and intermittent right arm pain, and neurologic consisted of gait problems, lightheadedness, numbness, tingling, and weakness generalized. Physical exam stated patient's general appearance was in no apparent stress, eyes were negative, neck was supple, lungs had normal respiration, heart nl; pulses, axial skeleton was unremarkable: no obvious deformity, no tenderness, neurological stated c6 quad in wheelchair. Diagnosis was spasticity patient's had healed well, and will follow up with healthcare professional (hcp). The patient indicated understanding of these issues and agrees with the pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.